Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response due to flattened dome switch on act button. The pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test,prime test and the excessive no delivery test due to no button response. The pump had minor scratched display window, scratched case,cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 303 mg/dl. Troubleshooting was not performed. The device was returned for analysis.